Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio download the devices electronic records and verified the device unexpectedly lost power multiple times. Physio completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, it is reasonable to conclude the cause of the reported issue was due to the use of a completely depleted battery and the intermittent loss of connection to the ac power adapter.

Event description:
The customer contacted physio-control to report that while attempting to import data from their device, it powered itself off. There was no patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that while attempting to import data from their device, it powered itself off. There was no patient use associated with the reported event.